Manufacturer narrative:
A good faith effort attempt conducted and confirmed the device had no sound and displayed speaker malfunction inop message. The following functional tests were performed: a field service engineer (fse) went onsite to evaluate the device and found that the loudspeaker assembly was defective and needed to be replaced. A replacement of the part were performed by the field service engineer onsite. Based on the information available and the testing conducted, the cause of the reported problem was a defective loudspeaker assembly. The reported problem was confirmed. The loudspeaker assembly was replaced, and the device was operational after repair was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported that the intellivue mx750 patient monitor indicating speaker malfunction issue. The device was not in use on a patient at the time of the event, there was no adverse event reported.